Event description:
It was reported that before surgery, it was found that the tip of navio checkpoint verification was bending and broken. No patient involved.

Manufacturer narrative:
The device was intended to be used during treatment and was returned for evaluation. The lot number for the device was not provided. However, all lots of pn 110198 distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed and there were no nonconformances found. There are no other issues that would potentially lead to a future performance issue. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found 3 reports of the issue and will continue to be monitored. A relationship between the device and the reported event could not be established. The evaluation was performed on the checkpoint pin and it found it was not bent. Therefore the issue we cannot confirm the reported event. Therefore, the root cause of the reported event could not be determined.